Manufacturer narrative:
This report is filed on march 13, 2019.

Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019 due to suspected device malfunction. This report is submitted on february 14, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.